Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Product has been returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This product is biomet UK manufactured and therefore a report will be submitted under biomet UK facility number (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown rotating hinge knee femoral component, cat#: unknown, lot#: unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06865.

Event description:
It was reported that the patient was revised to address a periprosthetic bone fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.